Manufacturer narrative:
The service checked the pump, which was found working according to its specifications and intended use. No evidence of malfunction related to what had been reported by the patient. The service proceeded with the regular maintenance service and found out that the lcd display was stained. A stain on the lcd display can be due to a shock or a fall of the pump, that causes a local disconnection of the two glass plates enclosing the liquid crystals in the area affected by the stain. A stained display does not prevent the use of the device: the service proceeded with the replacement of the component. No consequences for the patient.

Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5069136). We asked our distributor to receive further information and the availability of the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5069136) of which we had not been made previously aware. Event description: patient called in and her crono 5 pump gave occlusion errors on 2 different occasions. Happened first on (B)(6), and there was no occlusion but when she checked the tubing and moved it around, the alarm went off, and the pump was ok. She used the pump again on (B)(6), and when priming the pump, it gave the occlusion error again, and she stated there were no occlusions. The patient did not miss any of her remodulin dose. The serial number of the bad pump is (B)(4). Dose or amount: 6ml (137. 7ng/gk/min. Frequency: ever. Route: continuous. Dates of use: from (B)(6) 2017 to present. Diagnosis or reason for use: i27. 0 primary pulmonary hypertension. Reported to (B)(6) by patient/caregiver.